Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 12.0 x 20 75cm mustang¿ balloon catheter was advanced for pre-dilation; however the balloon ruptured within the specified pressure. The device was completely removed by simply pulling it out from the patient's body. The procedure was completed with a different device with different size. No patient complications were reported and the patient's status was good.